Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The replaced cpu pcba (central processing unit printed circuit board assembly) was returned and failure investigation was performed. The reported backup alarm failure could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. The manufacturer¿s international service technician evaluated the ventilator. The power switch overlay was replaced to address the led illumination failure and the cpu pcba (central processing unit printed circuit board assembly) was replaced to address the backup alarm failure. The ventilator successfully passed performance specification testing after the repair was completed.

Event description:
It was reported that the led (light emitting diode) of the power switch overlay was found to have an illumination failure during periodic maintenance. It was also reported that the diagnostic code "backup alarm failed" was discovered in the ventilator's log. There was no patient or user involvement.